Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There was no data log available to confirm the reported event of a failed transmitter error. The complaint confirmation was unable to be determined. A probable cause could not be determined.